Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm resulted in loss of communication between insulin pump and transmitter, differences between sensor glucose and blood glucose levels. The customer reported no adverse event. The event involved products mmt-7841zn, mmt-7040a and mmt-1884. Troubleshooting was declined by the customer for loss of communication. Troubleshooting was partially performed for difference between glucose values. The customer blood glucose was 98 mg/dl and sensor glucose value was 66 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 32 mg/dl and it was beyond 30% limit. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. No product return is required for mmt-1884.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported being allergic to the adhesive. She said skin rips off and the site is painful. Customer went to her health care provider and got a steroid to treat the allergic reaction. Customer tested the transmitter and it passed the test. No harm resulted from the sensor glucose versus blood glucose issue. Sensor is not returning for analysis.